Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient heard alarm sounds on their device every four hours since their device changeout three days prior. The lead integrity alert (lia) had triggered and a save-to-disk showed one impedance measurement was high. At a subsequent follow-up visit, the lead was functioning normally and it was suspected that lia had been triggered when the lead was being connected to the device during the changeout. The patient was kept in the hospital for further observation. The lead is still in use. No patient complications have been reported as a result of this event.